Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. The customer performed a pump reset with guidance from technical support, resulting in the successful start of their sensor session, and the error code did not reappear.